Manufacturer narrative:
The date of the event, implant date and explant date is unknown. The study included a 4 year period thus the dates could not be estimated. The date of device expiration and device manufacture is unknown. No lot number was reported. The study physician is attempting to identify the lot number of the device, but to date no additional information has been received. No lot number was reported; no manufacturing review could be performed. Device failure related to patient condition. The event of device tearing post-op was not reported to lifecell as a complaint against strattice by the study physicians. This event was identified by lifecell through a literature review of a published study. Follow up attempts were made to obtain additional patient specific information. The study physician responded with limited information that this patient had some retching and vomiting that preceded this, which could have contributed to the tearing of the device. The study physician is attempting to identify the lot number of the device, but to date no additional information or lot number has been received. No qa investigation into the strattice lot could be performed. Based on the limited information available, the malfunction of device tearing post-op could be related to the patient's condition of retching and vomiting, as no other patients in the study experienced mesh tear, however the device as a contributing factor could not be ruled out. If additional information is received, a follow up report will be filed.

Event description:
Through a literature review, lifecell identified a serious adverse event in a published study titled 'outcomes analysis of biologic mesh use for abdominal wall reconstruction in clean-contaminated and contaminated ventral hernia repair'. This is not a lifecell sponsored clinical study. This study included 41 patients over a four year period that underwent grade 3 (potentially contaminated) and grade 4 (infected) hernia repairs with component separation technique and implantation of strattice. It was reported in the literature that one of the patients had midline tearing of the mesh on post operative day 2. The patient underwent reoperation with removal and replacement of the strattice mesh without any further complications. Follow up attempts were made to obtain additional patient specific information. The study physician responded with limited information that this patient had some retching and vomiting that preceded this, which could have contributed to the tearing of the device. Citation: sbitany hani md, kwon edwin md, chern hueylan md, finlayson emily md ms, varma madhulika g. Md, hansen scott l. Md. Outcomes analysis of biologic mesh use for abdominal wall reconstruction in clean-contaminated and contaminated ventral hernia repair. Annals of plastic surgery. 75(2):201-204, august 2015. Doi: 10.1097/sap.0000000000000030.